Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 940649013, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). The patient stated the pump was not working at all. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.